Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was reported that an acculif tl cage migrated post-operatively. Revision surgery has been performed.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted. One x-ray image from the revision surgery was provided. It appears that the implant is snugly fit between vertebral bodies at l3-4 level. The cage appears slightly expanded. Intra-op images were not provided therefore, reduction of height of the cage cannot be confirmed. Cage migration is not clearly visible on the provided x-rays. Supplemental fixation was used as indicated by the surgical technique. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. According to IFU the surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity, trauma, and that the device may need to be replaced in the future. The cage and screws were implanted for over four years. Lack of fusion, trauma and excessive post-op activity level beyond surgeon recommendation among with other factors indicated in the IFU may have contributed to the migration. However, the exact cause of the reported event cannot be determined conclusively from the information provided and without device evaluation. H3 other text: remains implanted.

Event description:
It was reported that an acculif tl cage migrated post-operatively. Revision surgery has been performed where the cage was malleted back into place.